Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a loudspeaker failure. The device was not in use during monitoring a patient and no patient harm was reported.

Manufacturer narrative:
.